Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled, damaging trunk cable connector j702 on the distribution node pca. The cause of the service code was the damaged connector. The root cause for the pulled cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was producing service code 204 (belt/monitor unusable).